Event description:
Pt was revised to address an audible clicking noise. It was reported that a considerable amount of soft tissue overgrowth surrounding the head was found, as well as a little metalosis around the soft tissue. Blood ion levels were very high during pre-op testing.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.